Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal helix of the lead was covered in body tissue/fibrotic growth. The analyst noted that body tissue/fibrotic growth is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited undefined impedance qualified as high. It was also reported that the right ventricular (rv) lead exhibited oversensing. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up post implant, high thresholds were noted on the right atrial (ra) lead. Noise and "sensing problems" were also noted and tissue was found on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.